Event description:
No new information.

Manufacturer narrative:
Reported event: An event regarding Revision involving an Unknown Implant Dall Miles Plate was reported. The event of revision was confirmed via a photograph provided. The device specific failure was not reported or confirmed. Method & Results:Product evaluation and results: The reported device was not returned; however, a photograph was provided for review. The photograph shows a recently explanted Dall MIles plate grip with 2 cables with nothing remarkable to report. No conclusive decision can be made from the provided photo.Material Analysis, functional and dimensional inspections could not be performed as the device was not returned.Clinician Review: No medical records were received for review with a clinical consultant.Product History Review: Could not be performed as the device lot details were not provided.Complaint History Review: Could not be performed as the device lot details were not provided.Conclusions:Removal of Dall Miles Y grip and x2 cables was reported. The reported device was not returned; however, a photograph was provided for review. The photograph shows a recently explanted Dall MIles plate grip with 2 cables with nothing remarkable to report. No conclusive decision can be made from the provided photo.Material Analysis, functional and dimensional inspections could not be performed as the device was not returned.The exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
THE FOLLOWING WAS REPORTED: REMOVAL OF DALL MILES Y GRIP AND X2 CABLES.